Event description:
It was reported that an embolization coil implant used to embolize the portal vein in a brto case would not take the desired shape. When it was retracted, the implant detached unexpectedly, with about 1cm protruding from the tip of the microcatheter. It was attempted to push the implant out of the catheter with a guidewire, but it did not move. The implant was removed in its entirety along with the catheter. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device discarded by the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature separation as a potential complication associated with use of the device.